Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) exactamix vented, high-volume inlets were damaged. It was observed that the inlet tubing was kinked and possibly cut. These issues were impacting the flow through the sets. There was no patient involvement. No additional information was available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured in august 2024. H11: five (05) actual devices and photos were received for evaluation. Visual inspection was performed and an indentation or kink in the tubing was observed. The reported condition was verified as damage. The damage/kink was most likely caused by impact, force, or excessive weight applied during transport or storage, which may have pressed the tubing against the edge of the spike flange and resulted in the kink or collapse. The device malfunction or damage is not likely to cause or contribute to a death or serious injury. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.